Event description:
A customer reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to the customer on resetting the pump, and after the reset, the cgm error did not reoccur. The customer successfully began a new sensor session following these steps.